Event description:
Reporter indicated that vns patient had passed away. Cause of death is not known at this time. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.

Event description:
Further info received from the treating physician revealed that the pt was last seen by the physician in 2004. It was also reported that the pt had a seizure the night before she died. The pt was checked at 8:30 am, and was okay. She was again checked at 10:00 am, and was found not breathing.

Event description:
Per the medical examiner's opinion, the pt died of epileptic seizures. The pt had a long history of epileptic seizures with various modalities of treatment including antiepileptic medications and the vagus nerve stiumulator. There were no other natural diseases or injuries contributing to the pt's death. The manner of death was natural. Three attempts (2 written and 1 phone call) to the treating dr have been made to gather further info regarding the pt's history and circumstances of the death. The treating dr has not responded. Autopsy findings state the cause of death is epiletpic seizures disorder, history of seizures and mild pulmonary edema. The death certificate states the pt died of epileptic seizure disorder. Attempts were made to retrieve the vns system for product analysis. The funeral rep stated that they did not receive the device from the medical examiner. The medical examiner stated that the device would have been removed and sent in a bag with the body to the funeral home. The autopsy report indicated that the vns system was present at the time of the autopsy. However, both sites claim that they do not have the vns system, therefore, the system cannot be retrieved for product analysis.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient had died on (B)(6) 2005 due to ¿epilepsy, unspecified¿. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of definite sudep. There is no allegation or other information indicating that the death is related to vns.